Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing syncope. A remote interrogation was performed which found no correlating episodes and all measurements within normal limits. The cause of the syncope remained unknown and the implantable cardioverter defibrillator (ICD) remains in service. The patient would continue to be monitored in the emergency room and the physician was going to discuss the patient further with the implanting physician. No additional adverse patient effects were reported.